Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D9: device availability unknown / not provided.

Event description:
It was reported a fracture of the indexed hexagonal part of the ti-base at tooth site 36 inside the implant, leaving the implant separated from the crown. It was impossible to replace the crown and the implant was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) zfx-zb-tsv-3547-el for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number and risk management file. On (B)(6) 2023 we tested the lot 0000231019 at incoming inspection. No errors was found. Complaint history review was performed for the reported lot number 0000231018 for similar events and no other complaint was identified. Review completed utilizing keywords: screw fracture. The customer did not submit images for the reported event. Without device receipt, the reported event is non-verifiable no further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.